Manufacturer narrative:
According to the customer "developed wounds and bleeding on her abdomen from the paper tape". The customer reports that due to this, she visited a doctor who prescribed mupirocin. It was reported that the wounds are improving with use of the medication. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Wounds requiring medication.